Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed a broken rotor and core driveshaft. Preventive maintenance was done to the front bearing and the nose cone; the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was called in for repair due to overheating during procedures. Short duration procedures were completed with the device and another device was used to complete the procedure with longer duration. No adverse event was associated with the device.